Event description:
Oversensing was reported. The lead was explanted.

Manufacturer narrative:
The mechanical and electrical properties of the lead were tested during the analysis. No mfg error or material defect could be found. An insulation defect due to friction was found on the lead. This damage led enlargement of the electrical surface of the lead and thus, with high probability, to the sensing of the interference signals as shown in the complaint description. Because of the location and position ( a few centimeters proximal of the ligature) of the fraying external insulation, it is believed there was excessive friction on the lead at the ICD housing. Diagnostic images of the respective body region were not available. The measurement values of the direct current resistance between the lead and the plug potentials were within the technical specification. Neither permanent nor intermittent contact interruptions could be found, not event under changing mechanical loads. There were no short circuits between the various potentials. The cuts in the external insulation were probably caused by the removal of the ligature during the explanation. The inner conductor helix was kinked between tip electrode and ring electrode. This damage manifestation is a consequence of excessive mechanical stress. Mechanical forces during the implantation/ explantation should be considers in this regard.